Event description:
Spontaneous. Pt reports that when they went to change their cartridge today (B)(6), 2024 they noticed that it was still about half full. Pt also reports that they have been having a harder time breathing over the past few days. Pt reports they changed their pump and cartridge about 40 minutes ago and has already restarted back at their original maintenance pump rate of 0.02ml/hr. Pt reports they are not having any symptoms or side effects at this time. Pump serial number (B)(6), maintenance due date unknown. Author will contact md office to notify and see if any dosage adjustments are requested due to pt possibly being off medication for a couple of days. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Sq remodulin ms3 pt. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided?no; is the actual device available to be returned for investigation? Yes; did pharmacy replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue infusion? Yes. Reported to cvs/caremark by pt/caregiver.